Manufacturer narrative:
Manufacturers investigation conclusion: review of the submitted photographs confirmed the reported event of driveline damage; however, a specific cause for the damage could not be conclusively established through this evaluation. The submitted photographs captured a portion of the patient¿s external driveline. Damage to the outer jacket was observed slightly proximal to the controller connector bend relief. No wires were exposed, and the damage appeared to be cosmetic in nature. The log file contained events and periodically logged data from 13oct2023 through 25oct2023, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6), and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5, ¿surgical procedures¿, cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6, ¿patient care and management¿, cautions the user to avoid pulling on or moving the driveline. This section further cautions: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the lvad to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled ¿what not to do: driveline and cables¿. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected.

Event description:
It was reported that the patient was seen in clinic and was noted to have worsening damage to their driveline, the onset of the damage was unknown. The damage appeared to be limited to the outer white coating. The inner black coating appeared intact. The log file contained a few pulsatility index (pi) events as well as routine power source changes, and no abnormal alarms were noted. The reported damage appeared to be cosmetic and rescue tape was applied.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.